Manufacturer narrative:
(B)(4). G2: foreign source: brazil the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that product fractured inside the patient during the post-operative period 2 months after surgery. The patient was revised.

Event description:
It was reported that the patient went through a pectus procedure and 2 (two) plates were used for elevation of the sternum. Both plates were the same item and lot. It was reported that one product fractured inside the patient during the post-operative period 2 months after surgery. The patient was revised. The patient followed the post-operative recommendations and the material was in good conditions. The surgeon was advised not to use the plate for the pectus procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned. Visual examination of the provided photo shows a 16-hole plate that is fractured at a screw hole that is 6 places from one end. As well seven (7) screws are attached to the plate four (4) at one end and three (3) at the opposite end. No product has been returned. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: two plate and screw fixation devices are present anteroinferiorly within the thorax, likely bridging anterior ribs. The more inferior plate is fractured to the right of midline with slight displacement at the plate fracture site. The lungs are clear and the mediastinum appears normal. No other medical records were provided. The root cause of the reported issue is attributed to off label use. The ribfix blu thoracic fixation system is not designed or intended to be used in treatment of pectus excavatum deformity in adults or pediatric patients. The instructions for use (IFU) warnings and precautions for the use of the biomet microfixation ribfix blu thoracic fixation system rev f states: description section- biomet microfixation manufactures and distributes the biomet microfixation ribfix blu thoracic fixation system for use in the fixation and stabilization of fractures and osteotomies of the chest wall. Indications section- the biomet microfixation ribfix blu thoracic fixation system is indicated for use in the stabilization and fixation of fractures in the chest wall including sternal reconstructive surgical procedures, trauma, or planned osteotomies. It is also noted within the submitted zimmer biomet product experience report ¿ zper that the surgeon was advised not to use the ribfix plate for the pectus procedure. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. Complaint is confirmed based on radiographs and photos. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in sections b4, b5, d4, d6a; g3, g6, h2, h3, h4, h6, and h11.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This report is being submitted to update additional information in sections a1, a2, a3, b4, b5, g3, g6, h2, and h11.